Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No unexpected pump error alarm noted during testing. However, pump error alarm found in the insulin pump history due to software error. Unit was received with stained keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a software error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.